Event description:
It was reported that noise on rv lead was observed. Inappropriate shock was delivered as a result. The lead was explanted and discarded by the hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.